Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The third-party supplier ((B)(4)) notified elekta that the customer (name, address, phone number and email (B)(6)) reported that a relative of a patient who was acting as in interpreter was left in the treatment vault while their relative was actively treated.

Manufacturer narrative:
Due to an administrative oversight, this report should have been submitted under manufacturer number 9617016 and not 3015232217-2025-00062. An initial/final correction report will now be filed under the correct manufacturer with the report number 9617016-2026-00001 to address the error. This case has been submitted as a final report to complete the reporting process. G4 updated. H6 updated. H11 has been updated the investigation was completed by conducting a thorough evaluation of the product and the reported information. A third-party supplier (varian) notified elekta that a customer reported that a relative of a patient who was acting as in interpreter was left in the treatment vault while their relative was actively treated. It was ascertained that on (B)(6) 2025 a relative of a patient who was acting as an interpreter was inadvertently left inside the treatment vault during active radiotherapy delivery. The therapist entered the vault after all beam monitor units (mus) had been delivered and discovered the individual inside. The attending physicist calculated a maximum total scatter dose of 0.02 gy to the relative, who was positioned approximately 7-12 feet from the treatment couch. The treatment was delivered using vmat/arc-based techniques, and the exposure was assessed as insignificant. The vault is currently equipped with two cctv cameras; both directed at the linac/couch. The linac functioned as designed and intended. The incident was due to a failure to ensure the vault was clear of unauthorized individuals prior to treatment delivery. It is the responsibility of the user to confirm that only the patient is present in the treatment room. The incident was attributed to use error.